Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error. Customer's blood glucose value was over 200mg/dl. Customer will not return device for analysis.

Manufacturer narrative:
Neither motor power supply voltage error detected nor an error in the motor was detected by reading unexpected value from hall sensor error alarm found during testing. The pump passed the displacement accuracy test, self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.